Event description:
Perfusionist reported that the levels of sweep and fio2 were rapidly fluctuating during a case. A backup was used to complete the case successfully. We consider inability to manage gas flow to be a reportable event, despite no harm to the patient involved.

Manufacturer narrative:
A review of the logs found no conclusive evidence. Actual testing of the device was not able to reproduce any faults. On visual inspection it was found that the unit was missing a screw from an air mfc (mass flow controller). This was likely the case from the OEM (original equipment manufacturer) as the service history has no indication that the unit would have been opened since assembly.